Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 18/oct/07. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted acid-degradation to the shell of the device. Acid-degradation is caused by band erosion. This acid-degradation may be the cause of the reported leakage. Analysis of the device returned noted surgical-like damage to port tubing, band tubing, buckle and ring of the device. We believe the damage was likely caused during surgery to remove the device, as the reason for removal was not related to device leakage. Further information from the reporter regarding serial number and implant date has been requested. Only the year of the implant date was provided. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur to leakage from the band, the port or the connector tubing."

Event description:
Reported as a port leak.